Event description:
Damaged catheter was found. The indwelling period was 90 days. The catheter was inserted though the right subclavian vein for weekly tpn and chemotherapy treatment. Pre and post flushes are performed for each treatment. A partial slit was found on the catheter near the bifurcation site. The patient is very active and there is the possibility that the patient has pulled the catheter.

Manufacturer narrative:
The complaint of catheter breakage is confirmed. Returned for evaluation is the repair section of a hickman 7 fr catheter. The catheter exhibited one partial tear just at the distal end of the bifurcation site. The tear is partial and does not circumvent the circumference of the tubing. Only the outer tubing exhibits a tear. The intermediate tubing is unremarkable under microscopic examination. No blunt instrument trauma or clamping damage was observed associated with the tear site. It appears the tubing has been stretched beyond its elastic limits; however, the exact mechanism of damage is undetermined at this time. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related tot he manufacturing process. Care must be exercised when implanting, dressing, maintaining and removing the catheter in order to avoid damage to the device. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.